Manufacturer narrative:
This report is submitted on february 2, 2022.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021 due to the patient pulling out the electrode and opened up the blind sac closure. The patient was reimplanted with another cochlear device during the same surgery.